Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The reported issue was confirmed. Evaluation found that the unit did not send a signal to activate the light at the nurse call test fixture due to a damaged nurse call receptacle. If the nurse's station does not always sound, it may not sound as intended and fail to alert the caregiver of a patient exit. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).

Event description:
Customer reported the alarm is not sending signal to the nurse's station. The date the issue was discovered is unknown and no patient incident or injury was reported.